Manufacturer narrative:
The distraction pin arrived in common with the fragment that was broke off . Both parts were provided in decontaminated condition. A visual inspection was performed. It was found that the broken off tip was heavily damaged on both sides. The damages were most probably caused during the removal of the broken off tip. The analysis of the fracture surface is no longer possible because of those mechanical damages. The fracture surface on the distraction pin exhibits the typical signs of a multi axial stress condition of bending and torsion. Batch history review was completed. The manufacturing documents were found to be according to the specification valid during the time of production. This lot (52256713) contains (B)(4) pins. This is the only complaint of this lot. The error pattern is typically for mechanical overstress. Issue determined to be most likely user related. Corrective/preventive action: no action required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the pin broke off during surgery. The issue was corrected during surgery. There is no harm to the patient reported.